Manufacturer narrative:
The UDI is unknown as for now. As soon as it is retrieved, a new MDR will be provided.

Event description:
Reportedly, the pacemaker was interrogated before the implantation and minute ventilation (mv) oversensing was observed (false because not implanted yet). The mv has been deactivated. The pacemaker has been implanted for lbb pacing so in unipolar pacing and without asservissement. So the minute ventilation is still deactivated.

Event description:
Reportedly, the pacemaker was interrogated before the implantation and minute ventilation (mv) oversensing was observed (false because not implanted yet). The mv has been deactivated. The pacemaker has been implanted for lbb pacing so in unipolar pacing and without asservissement. So the minute ventilation is still deactivated.

Manufacturer narrative:
The UDI is unknown as for now. As soon as it is retrieved, a new MDR will be provided. The conclusions are as follows: the patient files analysis led to the following observations: - during the last phase of the manufacturing process, a value was entered for the ventricular lead impedance measurement due to a software bug (arrow in blue). - this bug can occur in very specific conditions which have been met in this case, leading to a suspicion of lead connection. - the automatic implantation detection was forced (arrow in red), before the confirmation of connection by the user before the implantation procedure (device still in the box). - since there was a lead connection suspicion associated to an implantation confirmation (forced), the minute ventilation (mv) sensor has been activated. - a bug correction is currently in progress. - to prevent a new occurrence before the correction implementation, it is recommended to either not force the automatic implantation detection, or to connect the leads before forcing this algorithm in order to erase the previous value entered by this software bug. - in case of new occurrence by forcing the automatic implantation detection when the device is in the box, once the leads will be connected, the mv oversensing will disappear. There is no patient risk and this case is recorded for trending purposes. Please refer to the attached analysis report.